Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that due to the customer being recently diagnosed with gastroparesis, the meal bolus that had been delivered made the blood glucose (bg) level decrease to 48 mg/dl prior to the carbohydrates in the meal being metabolized in the customer's body. To treat the low bg level, the customer consumed glucose tablets. Recommendation was made to consult with health care provider regarding diabetes management.